Manufacturer narrative:
Based on the device logs, test results, and part analysis, the root cause of the reported event is a significant leak of a non-ge healthcare (gehc) patient breathing circuit. After replacing the damaged circuit, all service tests passed. The gehc device did not malfunction or contribute to any injury. Therefore, there was no reportable malfunction of the ge device.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Unique identifier: (B)(4). Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a patient was connected to a carescape r860 when it was noted that the patient had desaturated. Reportedly, the ventilator was not working. The patient was changed to the ambu bag and ventilation resumed. Ge healthcare will submit a follow-up report when the investigation has been completed.